Manufacturer narrative:
Imaging provided showed that the l5 right and l5 left screw and locking caps were segregated. Evaluation of both locking caps show significant wear and markings along the outer circumference of their bottom surface. Markings along the threads of each cap appear linear and may have been caused by removal instrumentation. Rods were returned for evaluation without indication of construct location. Visual observation of the returned rods showed wear and markings consistent with normal use. The exact cause of the reported issue cannot be determined.

Event description:
It was reported by a representative from (B)(6) that a revision surgery was completely due to creo mis locking caps loosening three months post-operatively.